Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and opening curved on radius leak test and microscopic analysis was performed which identified: sharp opening on radius. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on radius due to an unidentified (tear) opening. Reason for reoperation: deflation.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.